Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected fields: g2, h6 - health effect - clinical code, h6- health effect - impact code should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the foreign material was identified. It is likely the result of material and/or chemical problem; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the flex video scope to the service center for a separate issue. During the device analysis, the [specify role if known technical assistance center (tac) representative indicates that white foreign material in air/water channel was found. There was no patient involvement.